Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt was getting message, cannot provide desired intensity since 5 months ago. Patient services (ps) asked patient to connect with controller and controller shows message, cannot provide desire intensity before unlocking the controller screen. Ps reviewed meaning of message and recommend patient consult with  health care professional (hcp) for next steps. Controller shows ins 80%, controller 100% charged. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The patient also reported that about 4-5 weeks ago the stimulation randomly turn itself off. Patient reported occasionally when her pain is increased and she goes to check her therapy status, the screen shows therapy is off. Patient services (ps) confirmed therapy is on with the information the controller is showing. Ps reviewed therapy on/off button meaning. Ps reviewed ins is designed to turn itself off when ins is in red/low and ins will need to manually turn back on with therapy on/off button. Ps recommend patient monitor when ins is turning itself off and consult with hcp ofc for next steps if necessary. Controller shows ins 80%, controller 100% charged and therapy is on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the settings not available was not determined. The issue has not been resolved either. The cause of the stimulation turning off was due to the battery being completely dead and turning off. The steps taken to resolve this issue is the patient will try not to let the battery go completely dead and recharging more frequently. This issue has been resolved.